Event description:
Reporter noted doctor had fired about 150 shots, when unit displayed error message, service requested, and locked-up. Case was not completed; pt was sent home. Cancelled remaining cases. No injury reported.

Manufacturer narrative:
A co service rep checked system, reset ktp temp and readjusted fiber interface to resolve performance problem reported. Tested system; met specs. Questionnaire has not been returned to date.